Manufacturer narrative:
The unit passed displacement test, rewind and basic occlusion test. No motor error alarm was noted during testing. The unit was unable to prime during prime/a33 test due to faulty back pressure sensor (gold). The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The unit was received with broken reservoir tube lip, minor scratched display window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 202 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.